Event description:
Initial reporter indicated that his patient had a loose wire or the vns battery is not functioning. A manufacturing representative went to the patient's office visit and the patient's vns generator was not able to be interrogated using two different programming systems. The patient was a new patient to the following physician, therefore, it is unknown if the vns is at end of battery life. The patient will be referred for surgery to replace their vns battery. The patient reported they had not felt their stimulation for over a year. Programming history battery life calculation, estimation of battery life did not show the generator to be at or near end of battery life.